Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, the blue receptacle was completely broken cracked and dislodge (ic9651 broken blue receptacle) that would have caused the inability to complete the case wizard. Therefore, root cause of purge disc/ flag issues was a broken blue receptacle. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the nurse discovered that the purge disk area of the automated impella controller was cracked. No report of patient harm or injury.